Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed for gripper actuation issues. It was reported that on (B)(6) 2018, the patient underwent a mitraclip procedure, with implantation of two mitraclips, reducing the mitral regurgitation (mr) from grade 4 to grade 2. On (B)(6) 2018, the patient was re-hospitalized with dyspnea. Echocardiography was performed and showed mr with one jet lateral to the implanted clips. Both clips were noted to be stable on the leaflets and well positioned. The recurrent mr was deemed related to disease progression. A second mitraclip procedure was performed on (B)(6) 2018. The clip delivery system (cds) was advanced and an attempt was made to grasp the leaflet; however, on echocardiogram and fluoroscopy, no gripper movement was seen. The clip was unlocked and locked several times as troubleshooting; however, the grippers would not move. The device was removed without issue. Upon removal, the grippers were re-checked, but no movement was noted. A second cds was prepared without issue. The clip was implanted and the mr was reduced from grade 3 to grade 1. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned and investigated. The reported gripper actuation issue was not confirmed as the device performed as expected. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. The investigation was unable to determine a conclusive cause for the gripper actuation issue. Functional testing confirmed that the grippers functioned as intended with no gripper actuation issues observed. Based on the information reviewed, there is no indication of a product quality issue with respect to design, manufacture, or labeling of the device.